Event description:
A pathologist reported one of his patients was experiencing inaccurate high results with a surestep pro meter. The patient's blood glucose results were 74 compared to the labs 20 mg/dl. Tests were done within 30 minutes. No further information has been reported.